Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
When you let go of the joystick, the chair will start going into reverse.